Manufacturer narrative:
(B)(4). The device was manufactured on november 24, 2014 ¿ november 26, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter inside a small volume intermate. This was noted before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.